Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during basal delivery. The customer's blood glucose level was not impacted. The customer was able to load a second cartridge successfully and resumed insulin delivery. The customer reported that the pump would continue to be used for insulin therapy and stated they had manual injections as back up insulin therapy.